Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product was not returned for evaluation. No imagery was provided. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint event. A review of lot history revealed no other similar complaints related to sheath shaft resistance with delivery system, bc. The axela sheath complaint history has been reviewed and no confirmed manufacturing non-conformances were identified. The instructions for use (IFU), device preparation and the training manual confirmed no deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for sheath shaft ¿ resistance with delivery system, bc was unable to be confirmed. The device was not returned, and no pictures, videos or patient information were provided. A review of device history record, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigation's supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Training materials indicate that push force through the sheath can vary due to angle of insertion, vessel diameter, tortuosity, and degree of calcification. Inserting at a steep angle can create sub-optimal angles that can increase the resistance during advancement. Procedural factors such as improper flushing or wetting can also contribute to resistance with the delivery system. However, there is insufficient information provided to determine a definitive root cause. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformance or IFU/training deficiencies were identified during evaluation, no product risk assessment, corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by our affiliates from (B)(6), during a transfemoral tavr procedure, the 23mm sapien 3 ultra valve and ultra delivery system ¿remained stuck inside the axela sheath introducer, without any possibility of advancement¿ despite several attempts made to push it through. The devices were removed simultaneously. An esheath and new valve were used to complete the procedure successfully. However, when checking the vasculature after access site closure, ¿an extended dissection from the common iliac artery to the common femoral artery was detected, involving the internal iliac artery.¿ the vascular injury was believed to be related, to the use issues experienced while inserting the 1st valve into the axela sheath.